Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) interlink system blood/solution sets would not flow. The event was further described as the device was "faulty and not fit for purpose". This issue was identified during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.